Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: (B)(6) 2006 and (B)(6) 2008), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and fluticasone propionate (flonase) since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion and mental disorder outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report. Microscopic diagnosis: uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: medical records received. Lot number added. Reporter information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births:(B)(6) 2006 and (B)(6) 2008), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain ("lower back pain / sharp pain on left side that radiates down into my quad and around to my lower back"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and pain ("pains just after walking"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion, mental disorder and pain outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pain, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: . Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report. Microscopic diagnosis uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain when walking. Lot number: 727106, manufacture date: 2010-03, expiration date: 2013-03. Lot number: 740647, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new event pain when walking added. New reporter updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ left side pelvic pain"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (date of births: (B)(6) 2006 and (B)(6) 2008, parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008 pre-eclampsia, hysteroscopy, bleeding genital and hypertension. Previously administered products included for an unreported indication: birth control use in 2006. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included cetirizine hydrochloride (zyrtec) since 2006 and fluticasone propionate (flonase) since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with antibiotics, allergy medication, naproxen sodium (aleve caplet), surgery (hysterectomy performed to remove essure device in (B)(6) 2014, physical therapy (physical and chiropractic therapy) and physical therapy (physical and chiropractic therapy, and joint injections). Essure was removed in (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion and mental disorder outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 to (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report microscopic diagnosis uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc:quality safety evaluation, entry of FDA and device problem codes, ptc global number added, batch information(exp and manufacture dates) added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: (B)(6) 2006 and (B)(6) 2008), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain / sharp pain on left side that radiates down into my quad and around to my lower back"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder") and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), the first episode of tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pain ("pains just after walking"), feeling abnormal ("brain fog"), polyp ("polyp"), vaginal haemorrhage ("spotting couple days a week"), the second episode of tinnitus ("after 7 week post op hysterectomy and still have ringing") and hypoacusis ("patient think to have permanent ear damage") and was found to have weight decreased ("started using garcinia cambogia, lost 3 lbs"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6) -2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion, mental disorder, pain, feeling abnormal, polyp and vaginal haemorrhage outcome was unknown, the anxiety, the last episode of tinnitus and hypoacusis had not resolved and the weight decreased was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, feeling abnormal, genital haemorrhage, hypoacusis, mental disorder, muscle spasms, muscle twitching, pain, pelvic pain, polyp, vaginal haemorrhage, weight decreased, the first episode of tinnitus and the second episode of tinnitus to be related to essure. No further causality assessment were provided for the product. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 to (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report microscopic diagnosis uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Lot number: 727106 manufacture date: 2010-03 expiration date: 2013-03. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (after 7 week post op hysterectomy and still have ringing; patient think to have permanent ear damage ) were added. On 21-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: (B)(6) 2006 and (B)(6) 2008), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion and mental disorder outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 to (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: . Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report. Microscopic diagnosis. Uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Lot number: 727106 manufacture date: 2010-03 expiration date: 2013-03. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: (B)(6)2006 and (B)(6)2008), parity 2 (date of births: (B)(6)2006 and (B)(6)2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain / sharp pain on left side that radiates down into my quad and around to my lower back"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder") and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pain ("pains just after walking") and feeling abnormal ("brain fog"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6)2014). Essure was removed on (B)(6)2014. In (B)(6)2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6)2014, the ear discomfort and muscle twitching had resolved. In (B)(6)2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion, mental disorder, pain and feeling abnormal outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, feeling abnormal, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pain, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6)2014 to (B)(6)2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: . Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6)2011 hysterosalpingogram (hsg) was performed. On (B)(6)2014 pathology report microscopic diagnosis uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain when walking. Lot number: 727106 manufacture date: 2010-03 expiration date: 2013-03. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. Following event was added : brain fog. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: dob: (B)(6) 2006 and dob: (B)(6) 2008), parity 2 (date of births: dob: (B)(6) 2006 and dob: (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain / sharp pain on left side that radiates down into my quad and around to my lower back"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder") and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pain ("pains just after walking"), feeling abnormal ("brain fog"), polyp ("polyp") and vaginal haemorrhage ("spotting couple days a week"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion, mental disorder, pain, feeling abnormal, polyp and vaginal haemorrhage outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, feeling abnormal, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pain, pelvic pain, polyp, tinnitus and vaginal haemorrhage to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 to (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: . Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On 5 may2014 pathology report. Microscopic diagnosis. Uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain when walking. Lot number: 727106. Manufacture date: 2010-03. Expiration date: 2013-03. Lot number: 740647. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event polyp and vaginal haemorrhage were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ left side pelvic pain') in a 32-year-old female patient who had essure (batch no. 727106 (r), 740647 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (date of births: (B)(6) 2006 and (B)(6) 2008), parity 2 (date of births: (B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy, bleeding genital, hypertension, hyperplasia, endometritis, dysfunctional uterine bleeding, heavy periods, bleeding breakthrough, blood pressure abnormal, intermenstrual pain, spotting vaginal, ovarian cyst, menometrorrhagia, menstrual disorder, menometrorrhagia, dysmenorrhea, adenomyosis, blood loss of (nos) and premenstrual pain. Previously administered products included for an unreported indication: birth control use. Concurrent conditions included vaginal discharge, dyspareunia, abdominal bloating, menorrhagia and adenomyosis. Concomitant products included anti allergic agents since 2006 and corticosteroid nos since 2012 for seasonal allergy. In 2010, the patient experienced back pain ("lower back pain / sharp pain on left side that radiates down into my quad and around to my lower back"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2011, the patient experienced dysgeusia ("persistent metallic taste in her mouth"). In 2011, the patient experienced genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder") and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pain ("pains just after walking"), feeling abnormal ("brain fog"), polyp ("polyp") and vaginal haemorrhage ("spotting couple days a week") and was found to have weight increased ("started using garcinia cambogia, lost 3 lbs"). The patient was treated with allergy medication, antibiotics, naproxen sodium (aleve caplet), physical therapy (physical and chiropractic therapy and physical and chiropractic therapy, and joint injections) and surgery (hysterectomy performed to remove essure device in may-2014). Essure was removed on (B)(6) 2014. In may 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In june 2014, the ear discomfort and muscle twitching had resolved. In november 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion, mental disorder, pain, feeling abnormal, polyp and vaginal haemorrhage outcome was unknown, the anxiety had not resolved and the weight increased was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, feeling abnormal, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pain, pelvic pain, polyp, tinnitus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from apr-2014 to may-2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Large right ovarian cyst 6.7-centimeters in diameter. Trailing coils: left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: . Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. On (B)(6) 2014 pathology report microscopic diagnosis uterus with bilateral separate fallopian tubes, excision: adenomyosis, secretory endometrium, unremarkable cervix, unremarkable fallopian tube. The fallopian tubes measure 6.0 and 6.9 cm long by up to 0.6 cm in diameter. The tubes are convoluted and congested and otherwise unremarkable. Lot number: 727106 manufacture date: 2010-03 expiration date: 2013-03 . Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- weight increased, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ left side pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (date of births:(B)(6) 2006 and (B)(6) 2008), pre-eclampsia, hysteroscopy and bleeding genital. Previously administered products included for an unreported indication: birth control use in 2006. Concomitant products included cetirizine hydrochloride (zyrtec) in 2006 and fluticasone propionate (flonase) in 2012 for seasonal allergy. On(B)(6) 2010, the patient had essure inserted. Almost immediate after implant, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: extreme ear pressure, full body spasms") with ear discomfort and muscle spasms, complication of device insertion ("complication with one of the coil during placement"), muscle spasms ("muscle spasms in her back and other joints / full body spasms") and muscle twitching ("muscle twitches"). In 2010, the patient experienced back pain ("lower back pain"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), dysgeusia ("persistent metallic taste in her mouth") and arthralgia ("joint pain"). On an unknown date, the patient experienced ear discomfort ("ear pressure / extreme ear pressure"), tinnitus ("ear ringing and pain"), ear pain ("ear ringing and pain / pain associated with ear pressure and ringing"), anxiety ("anxiety / still suffered mental anguish"), alopecia ("hair loss") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with antibiotics, allergy medication, naproxen sodium (aleve caplet), surgery (hysterectomy performed to remove essure device in (B)(6) 2014), si joint injections and physical therapy (physical and chiropractic therapy / stretching). Essure was removed in (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dysgeusia, tinnitus, ear pain, back pain, abdominal pain upper and muscle spasms had resolved. In (B)(6) 2014, the ear discomfort and muscle twitching had resolved. In (B)(6) 2016, the alopecia had resolved. At the time of the report, the genital haemorrhage, autoimmune disorder, arthralgia, allergy to metals, complication of device insertion and mental disorder outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, dysgeusia, ear discomfort, ear pain, genital haemorrhage, mental disorder, muscle spasms, muscle twitching, pelvic pain and tinnitus to be related to essure. The reporter commented: following essure placement procedure, she used condoms for the time period between implant and the confirmation test. She discussed removal of essure during visits from (B)(6) 2014 to (B)(6) 2014 because of the adverse side effects. Patient had no complications during essure removal, and also informed that most symptoms dissipated after she underwent a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Approximate weight at the time of essure placement: 125 (unit not reported). On (B)(6) 2011 hysterosalpingogram (hsg) was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.